Manufacturer narrative:
Device 1 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both ipg setscrews were found upside down in the header and both ipg septums were damaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR's report: 1627487-2009-00240. The pt received her system on (B) (6) 2007. It was reported that the lead extension worked its way up through the pt's skin. The physician intended on only replacing the extension, but during the procedure the header set screw appeared to be stripped. The physician was unable to tighten the ipg set screw so he had to use another ipg. The explanted extension was discarded, but the ipg was returned to ans for evaluation. There is no further info available.